Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they put the cobas e 411 immunoassay analyzer (e411) to sleep over the weekend of (B)(6) 2018. When the customer arrived back in the laboratory on the morning of (B)(6) 2018, she powered the analyzer on with the operation switch and the power came on. She could hear that the analyzer was on and could see lights lit on the analyzer, however, the monitor remained dark. The customer explained that they had a bad storm over the weekend and they had a flood in the laboratory. There was no water reported near the e411 analyzer. The customer tried touching the screen to see it would turn on, but there was no response of the monitor after more than one attempt. In an attempt to shut off the circuit breaker switch of the analyzer, the customer touched the analyzer power cord and received a first to second degree electrical burn. There was a little piece of a melted part from the power cord on her finger. She said she said the burn was caused by an electrical shock because she could feel the current move up her arm to her shoulder. The customer went to the emergency room and was prescribed a cream to apply to her finger. The customer was asked if the power supply was connected or disconnected when the issue occurred. She said the end of the power cord that connects to the analyzer underneath the circuit breaker switch was partially loose and when she went to plug it in, it just popped. The customer powered off the circuit breaker switch of the analyzer. She could hear the analyzer pop and could smell a burning smell. The monitor was flickering and then the system completely powered down on its own. The uninterrupted power supply (ups) system appeared to have power to it. The customer stated that the analyzer was plugged into an extension cord and the extension cord was plugged directly into the wall outlet. She said that there is a leak in the ceiling that is leaking from an air conditioning unit down into the walls. The customer did not return to work on (B)(6) 2018 and went back to work on (B)(6) 2018. The customer went to the doctor on (B)(6) 2018 and was taken off from work that week. She stated that her finger burns and she cannot put on a glove. The field service engineer (fse) observed that the power cable was melted and the analyzer's internal wiring from the circuit breaker was melted. He confirmed that there was no water near the analyzer. He replaced the power plug and internal wiring. He performed instrument power checks and functional operational checks. The instrument was working within specifications. According to the site survey specifications, the instrument needs to be using its own power plug from the wall and not shared with any other equipment. There was additional equipment plugged into the ac plug at the wall: a urine analyzer, mini-centrifuge, and microscope. The fse could not find a root cause for the melted power cable and internal wiring. He confirmed that the analyzer was not installed according to specifications as the analyzer was plugged into an extension cord. The extension cord was plugged into the ups system and the ups system was plugged into the wall. The customer informed him that the analyzer had been re-located after it was initially installed. Upon follow up with another customer at the site, it was confirmed that there were no issues with analyzer operation after the service actions. All assays were calibrated successfully and controls were acceptable. The customer was not sure how long the analyzer was connected with the extension cord.

Manufacturer narrative:
Investigations determined that the issue was resolved after completion of the service actions.